Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that backup audible alarm post error was recorded in history. During analysis, backup audible alarm post error was found at power up. Service replaced main board, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited back up audible alarm during bench testing. No patient was involved in this event. No adverse effects were reported.